Manufacturer narrative:
Sample collection and centrifugation data were not supplied. While troubleshooting with bci customer technical specialist (cts), customer noted that the white fittings were loose, which customer proceeded to tighten. Customer then ran a system check which passed. Cts followed up with customer and customer stated there were no further issues. Although hardware issues were addressed, a clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report getting indeterminate (ind) flags generated by the access 2i immunoassay analyzer on four (4) different patient values for troponin (accutni). The results were not reported out of the lab and there was no effect on patients.